Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a high at/af burden was detected by the device. There were also episodes of noise detected. The physician was unsure if the at/af episode diagnoses were caused by noise.